Event description:
A malfunction alarm labeled malf 0 was reported by the customer. The customer's blood glucose level was high and exceeded 500 mg/dl, although the specific value was unknown. Despite small ketones present, the condition was not considered dangerous or life-threatening by a healthcare professional. The customer addressed the high blood glucose with a correction injection via multiple daily injections (mdi) and did not require third-party assistance. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.